Event description:
It was reported that during a semi-open total gastrectomy, staples of the distal end were not formed properly at the 5th firing on the small intestine and oozing occurred. The cartridge was white. Blood transfusion was not required. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.